Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during testing, it was observed that the reciprocating saw attachment device was seized up. This event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed it was determined that the device would not rotate and there was corrosion on the outside of the device and it would not come apart. The assignable root cause was due to improper cleaning methods and possible immersion. If additional information should become available, a supplemental medwatch report will be sent accordingly.